Manufacturer narrative:
Concomitant medical device: 8253200: patient interface 8253200 response 3.0, s/n (B)(4), lot 211111050 manufactured: 2016-04-18 UDI: (B)(4), 510(k): k083124. Product evaluation: mainframe 8253002 nim response 3.0 intl: the device was received in service and repair; the customer¿s report could not be confirmed. The mainframe was received in good cosmetic condition, there were no deviations found. The device was successfully tested to manufacturing specifications. Patient interface 8253200 response 3.0: the device was received in service and repair; the customer¿s report could not be confirmed. The interface functioned to specifications; however, the wave washers were worn. The wave washers were replaced and the device successfully tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that during a thyroid surgery, the "nerve was not stimulating" with the nim 3.0; they "could not locate the nerve during surgery". When this was discovered, the user intervened by opening a "disposable nerve locator" to continue with the procedure; there was no patient impact or injury.